Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the priming phase the system is restarting automatically. The system was re-booted and surgery was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated but only intermittently when touched. The switch was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming switch. (B)(4).